Manufacturer narrative:
The lens was not returned for product evaluation. If additional information is provided, a supplemental MDR will be submitted. All information currently available is contained in this report.

Manufacturer narrative:
A manufacturing record review was performed and the product met all manufacturing specifications. A review of complaint records revealed that no additional complaints from this batch record were received. Halos and glare are a known and labeled possible side effect of all multifocal lens implants. All available information is included in this report.

Event description:
It was reported by the implanting surgeon that the intraocular lens model zma00 was explanted by a second surgeon due to the patient's dissatisfaction with his visual outcome. The patient reported experiencing blurry vision and halos at night in addition to irritation and watery eyes.